Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged unexpected battery power loss, low battery alerts less than a week, and charge/battery lasts less than expected found on 10-may-2021. Unable to perform displacement test due to damaged retainer ring. Device passes active current test and sleep current test. Device fails self test due to pump error 63. No unexpected power loss alarms/alerts/anomalies noted during testing. The history/trace downloads were successful using thus. Confirmed pump error 63 on 06/17/2022 at start time 12:35:54.000 with variable 03. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint at pin 3. No power loss alarms/alerts noted in downloaded history files on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, broken reservoir tube lip, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, peeling serial number label, cracked retainer, and partially broken retainer. Unexpected battery power loss, low battery alerts less than a week, and charge/battery lasts less than expected not confirmed. Pump error 63 due to cracked solder joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert with prior low battery alert. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Customer used brand new batteries and still has the same alert to replace the battery the next three days of usage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.